Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage with struts on the first two distal rows raised and pulled towards the distal markerband. The bumper tip of the device showed signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 32mmx4.00mm promus premier¿ drug-eluting stent was advanced but failed to cross a previously implanted stent. It was noted that the distal end of the stent was lifted after several attempts were made in crossing the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 32mmx4.00mm promus premier¿ drug-eluting stent was advanced but failed to cross a previously implanted stent. It was noted that the distal end of the stent was lifted after several attempts were made in crossing the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.